Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of up to greater than 125 ohms in one shocking vector. The shock impedance measurements were normal in all other vectors. Technical services (ts) discussed that this could be possible calcification build up on the lead, and discussed troubleshooting options if the shock impedances continued to increase. No adverse patient effects were reported. The lead remains in service.